Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient ¿wasn¿t too crazy about it.¿ it was not doing any good back in 2011, wasn¿t helping them much. When they would stand up and had to go to the bathroom they would leak. They had a little pain in their vaginal area that they said was supposed to tell them to go to the bathroom, but it didn¿t stop their bladder incontinence. It was reviewed that it shouldn¿t be painful, and they clarified that it wasn¿t painful, it was a little stimulation that wasn¿t there before the stimulator; it was like an electrical or tiny little volt. It was noted that if turned very high, it was painful. It was reported that they had the battery replaced in 2013. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.